Event description:
It was reported that a patient was actively dying in the ICU when the rn was in the room and the device alarmed differently. The screen went white and black displaying " system error" during an administration of dopamine at 20mcg/kg/min and epinephrine at 10mcg/min when the infusion stopped. The nurse transferred the tubing to another pump in the room. The patient was deceased "within minutes" after the event. The customer does not feel that this event caused the death of the patient. Received a copy of the customer's adverse event report letter from FDA which states, ¿it was reported that a patient was actively dying in the ICU when the rn was in the room and the device alarmed differently the screen went white and black displaying " system error" during an administration of dopamine at 20mcg/kg/min and epinephrine at10mcg/min when the infusion stopped the rn had another pump in the room which she transferred the tubing to the patient was deceased "within minutes" after the event the customer does not feel that this event caused the death".

Event description:
It was reported that a patient was actively dying in the ICU when the rn was in the room and the device alarmed differently. The screen went white and black displaying " system error" during an administration of dopamine at 20mcg/kg/min and epinephrine at 10mcg/min when the infusion stopped. The nurse transferred the tubing to another pump in the room. The patient was deceased "within minutes" after the event. The customer does not feel that this event caused the death of the patient.

Manufacturer narrative:
Concomitant medical products: cad_etco2_disp; td (B)(6) 2019. Patient history: respiratory distress, acute renal failure, cardio/renal syndrome, heart failure. The reported issue of a system error having occurred during use on a patient was confirmed via log analysis. Physical inspection showed no anomalies. In review of the pcu event log it was identified the issue was the result of a known software related issue (tracker ID# 14726) where a rapid action of closing the door inducing a momentary safety clamp open alarm while simultaneously starting the infusion produces the system error as soon as the affected pump module has a state change. After the customer selected the pump module and selected the restore key and the infusion start key, the error occurred. This recorded action was the state change that induced the system error. The root cause is a known software issue where the infusion state machines are out of sync between the pcu and lvp. The effect of this is the pcu software tries to access data that is non-existent.

Manufacturer narrative:
Concomitant medical products: cad_etco2_disp; pri tubing; 8300; td (B)(6) 2019. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a patient was actively dying in the ICU when the rn was in the room and the device alarmed differently. The screen went white and black displaying " system error" during an administration of dopamine at 20mcg/kg/min and epinephrine at 10mcg/min when the infusion stopped. The rn had another pump in the room which she transferred the tubing to. The patient was deceased "within minutes" after the event. The customer does not feel that this event caused the death.